Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2020 regarding a patient receiving baclofen (2000 mcg/ml at minimum rate) via an implanted infusion pump. It was reported that the patient had ongoing issues with the pump eroding and it was very near to the skin. The infection issues had been ongoing for the last two years. It was noted that they did not want to fill or explant the pump until the issues were resolved. No further complications were reported or anticipated.